Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to match the event with previously reported events. This information is based entirely on journal literature and follow-up with the corresponding author of this publication. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The exact date of death is not available at the time of this report however the approximate month/year is available based upon information provided in the literature publication. Referenced article: inflow cannula obstruction of the heartware left ventricular assist device: what do we really know? Cardiovascular pathology, january-february 2021; 50:107299. Doi: 10.1016/j.carpath.2020.107299. Electronic publication date: 2020-10-17. Pmid: 33080399. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report regarding a vad inflow cannula obstruction. One patient's post-operative course was complicated by development of worsening heart failure fifteen months post-vad-implantation. The patient required hospitalization, right heart catheterization, chest computerized tomography (CT) and medications to optimize management. Fourteen months after that hospitalization, heart failure recurred, the patient was re-admitted and underwent a diagnostic workup. Over the next twelve hours, vad log files showed a spike in pump power consumption with severe drop in pump flow, suspicious for pump thrombosis. Thrombolytic medication was administered twice, however the pump developed a sudden stoppage of flow and the patient expired a few hours later. An autopsy revealed complete occlusion of the pump inflow cannula by an intraventricular thrombus. Upon completion of the autopsy, the vad was discarded.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. Visual inspection provided by the site revealed evidence of thrombus occluding the pump inflow cannula, as well as thrombus within the device. Review of the available log file screenshot revealed an increase in power consumption above normal operating range starting on (B)(6) 2019 followed by a sudden decrease in power consumption on (B)(6) 2019. Raw log files covering the reported event date were not available for analysis. As a result, the reported event was confirmed. Information received from the site indicated that the patient's post-operative course was complicated by development of worsening heart failure fifteen months post-vad-implantation. The patient required hospitalization, right heart catheterization, chest computerized tomography (CT) and medications to optimize management. Fourteen months after that hospitalization, heart failure recurred, the patient was re-admitted and underwent a diagnostic workup. Thrombolytic medication was administered twice, however the pump developed a sudden stoppage of flow and the patient expired a few hours later. An autopsy revealed complete occlusion of the pump inflow cannula by an intraventricular thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.